Event description:
It was reported that the insertable cardiac monitor (icm) experienced rapid battery depletion, which appeared to be due to a high and continuous drain. The icm remains in service, and no adverse patient effects were reported.